Event description:
The customer reported that the 840 ventilator had a blank display. No patient involvement. Covidien tech support engineer (tse) troubleshoots this issue with the customer over the phone. The customer was advised to replace the graphical user interface (gui) cpu pcb. Covidien was not authorized to service the device.